Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel bms balloon catheter. The device was visually and microscopically examined. At 7.8cm from the tip of the device for a length of 2mm the guidewire lumen was buckled with two holes. At 8.1cm from the tip of the device, there were 2 puncture holes in the inflation lumen. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and inflation lumen. The balloon was tightly folded. The distal bracket on the stent was pulled up. The stent was in place on the balloon aside from the damage present. Product analysis confirmed the reported event, as there was a buckled guidewire lumen with two punctures through the shaft, as well as two additional punctures through the inflation lumen.

Event description:
Reportable based on device analysis 10november 2021. It was reported that shaft damage occurred. The 100% chronic total occluded target lesion was located in the right coronary artery (rca). A 8 x 3.50 rebel mr balloon was advanced , and while attempting to cross the lesion, shaft damage occurred. The device could not cross the lesion, and the device was removed from the patient. After removing the device from the patient, the damage to the device was noticed. It was noted that the damage occurred while forwarding the stent due to a very occluded lesion. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. However, device returned and analysis revealed stent damage.